Manufacturer narrative:
Findings: the complaint of difficult removal of mc100 caps was not replicated or confirmed. Using a twisting motion when removing the cap will typically minimize removal forces. The device return investigation findings were communicated/provided to the facility contacts. MFR note: this product issue/concern was initially reported to the mc100 MFR. In (B)(6) 2013. The mc100 MFR. Review and assessment of the known/reported issue, patient impact (no adverse consequences or outcomes), device return findings and risk/trend analysis determined at that time this report did not meet mandatory MFR. MDR reporting criteria. (B)(6) 2014: user facility report number (B)(4) and agency additional information request received. Per the MFR internal requirements this MFR MDR medwatch report is generated and respectfully submitted for review and response to additional inquiries.

Event description:
A complaint was received reporting cap attachment concerns with use of mc100 microclave clear connectors. Hem/oncology unit clinicians reported the "...blue end caps would not come off the microclaves. Several nurses tried to remove them unsuccessfully on three different mc100's." There were no reported adverse pt consequences. Device return: three (3) mc100 microclave clear connectors w/packaging were returned for investigation. Engineering testing and analysis to the applicable product specification for cap removal force was performed. The returned mc100 connector components were tested on the digital torque/pull gage equipment. The results recorded removal forces were within the required specifications. Lot build review. A review of the mfg. Lot build database record for the reported lot number 2736249 (mfg. Date 08/2013) shows (B)(4) units were mfg., tested, inspected and released. No exception documents generated during the mfg. Processes.